Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
Reportedly, the patient had a blood glucose (bg) of 700 mg/dl and reported not feeling well only, no other symptoms. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient self treated with insulin via injection and rest and plenty of water. Patient stated the blood glucose levels decreased to below 200 mg/dl after treatment. On (B)(6) 2018, the patient alleged ¿loss of prime¿ warnings each time he attempted to bolus. Troubleshooting determined the patient was receiving ¿occlusion¿ alarms. The patient reported the elevated blood glucose was due to this alarm. This complaint is being reported due to the allegation that the patient experienced hyperglycemia related to ¿occlusion¿ alarms.